Manufacturer narrative:
(B)(4). This issue has been escalated to CAPA. A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with "chann c alarms - close manual tube release ". This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. The facility representative did not know if there were no reports of patient involvement, patient injury or medical intervention. No additional information is available. User interface module master software version is vista minor(5.04.00).

Manufacturer narrative:
(B)(4).evalutation summary: the customer's reported condition of a colleague infusion pump with "chann c alarms - close manual tube release" was confirmed and reproduced. The cause of the reported condition was determined to be a defective pump head module (phm). The phm was replaced to fix the reported condition. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.